Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the crt-d system was implanted on (B)(6) 2019. During the implant, the rv threshold values were normal. The following day during check-up, it was noted there was an intermittent loss of capture in the rv, and the threshold values were not stable. The lead was repositionned on (B)(6) 2019, and the threshold values after revision were normal. No adverse patient effects were reported.